Event description:
It was reported from (B)(6) that a patient had a controller switch from one power port to the other one before the batteries were down to the 25% level. The ventricular assist device coordinator reported that they could see a "controller power up event". It was stated that the batteries were replaced from the hospital. The patient outcome is reported as no consequence or impact to the patient.

Manufacturer narrative:
Patient reported a loud alarm sound but didn't feel any physical problem or the pump stop. The issue was resolved with the changing of the devices. It is stated that the patient is doing well. There is no record of previous servicing for this patient. No additional information will be provided. For concomitants -a review of the batteries incoming inspection records indicated one ncri for the reported batteries. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. Serial number: (B)(4), manufacturing date: 2013 -12: no failure detected - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The complaint event details could not be verified via controller logs because they were not available at the time of analysis. The complaint event details could not be replicated as the bench level. As a result the battery performed as per specification. Testing completed (B)(4) 2015 serial number: (B)(4), manufacturing date: 2013 -12: no failure detected - the returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. The complaint event details could not be verified via controller logs because they were not available at the time of analysis. The complaint event details could not be replicated as the bench level. As a result the battery performed as per specification. Testing completed (B)(4) 2015 power switching is being addressed by two company corrective actions; to investigate the communication errors and premature battery switching. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The information for use states the following about the controller: always have a backup controller handy and, whenever possible, a caregiver nearby when changing power sources or controllers. Be watchful for unusual changes in power or flow alarms for a period of time following equipment changes. When one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. The information for use states the following about the battery: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery.

Manufacturer narrative:
Pump remains implanted not available for evaluation. Batteries are awaiting evaluation.